Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 526 mg/dl and had a no delivery alarm. The customer treated with pump. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation which resolved the no delivery alarm. The product was not returned for analysis.